Event description:
The distal pin could not be locked. So drilled again and again. The pin been scrapped by the drill.

Manufacturer narrative:
Lot number could not be confirmed. There are no reported adverse effects on patients due to this issue. We have performed push-in and pull-out tests and the conclusion from these tests are that even a deformed hook will counteract pull-out, push-in and rotational forces, with a minor drop in counter-acting forces. Our investigation has shown that the probable cause of the deformed hook and disassembled pin is due to a high amount of vibrations during transportation. Vibrations cause the inner pin thread to disengage from the outer pin thread. The inner pin can then rotate inside the outer pin.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The distal pin could not be locked. So drilled again and again. The pin been scrapped by the drill.